Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were examined by an orthodontist and was informed their treatment plan will not effectively correct their issue. Their bottom teeth have no where to go and top teeth need to be moved forward in order to give bottom teeth somewhere to go. Patient provided a letter of recommendation. The orthodontist states explained to patient that they need to address the undersized upper 2s to finish treatment. Patient has informed could be done with braces or invisalign lasting 8-10 months. Patient would like to do clear braces. To do initial scan and to move forward with treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.